Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the transmitter is not cooperating with the sensor. No medical intervention was reported. Additional event or patient information is not available. No product was provided for evaluation. The reported event was not confirmed. A root cause was not determined.